Event description:
A family member reported that on (B)(6) 2011 the patient was hospitalized with a blood glucose (bg) of 604 mg/dl with nausea, vomiting, and ketones. The family member reported that the patient's bg began to elevated on (B)(6) 2011. The family member reported that the site and set were changed on (B)(6) 2011 but a review of the pump prime history did not show a prime in the pump for that date. A review of the bolus history indicated that the patient bolused at breakfast on (B)(6) 2011 but no other boluses were recorded until (B)(6) 2011. The family member stated that he was sure that the pump was primed and boluses were delivered on (B)(6) 2011; the pump history showed that the patient was without basal or bolus for 14 hours on (B)(6) 2011. A review of the total daily dose history for all other dates added up correctly. The family member confirmed that the battery was not changed on (B)(6) 2011 but the family member was unsure if the pump may have powered off. This report is made based on the allegation that the patient was hospitalized for hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The review of the pump history indicated that the family member may not have primed the pump after the cartridge change on (B)(6) 2011; the pump would not have resumed delivery until the pump was primed appropriately. The pump owner's manual instructs the user that during a cartridge change the user should rewind, load, and prime the pump before attaching at the infusion site. No conclusions can be made at this time. (B)(6).